Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using a 511sd and a 355sd the saftey shields did not cover the blade once trocars were through abdominal wall. The surgeon removed the trocar obturators and completed the case with the same trocar sleeves. There was no consequence to the pt.